Event description:
Follow-up information provided the patient¿s rash went away. Didn¿t appear related to the ipg per the physician.

Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
It was reported the patient experienced a rash near the ipg site. The exact cause of the rash is unknown. As a result, the patient was prescribed a cream for the rash.